Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading a new cartridge onto the pump. Reportedly, the cartridge was filled with 100 units. The customer added additional insulin to the cartridge and was able to load the cartridge successfully. The customer reported an elevated blood glucose (bg) level of over 500 mg/dl with ketones, which was addressed with manual injections.